Manufacturer narrative:
Device MFR date: monitor # (B)(4): 06/2014; electrode belt # (B)(4): 05/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A zoll distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 14:38:07 on (B)(6) 2014. Atrial flutter with a rapid ventricular response (173 bpm) contributed to the false detection. The response buttons were not used during the event. The pt did not seek medical attention and continued to use the lifevest.